Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: lot number history review / DHR review lot number is unknown; therefore lot history / DHR review could not be performed based on no samples received the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends no samples or photos were sent by the customer to analysis. Root cause could not be determined as no samples were returned for investigation.

Event description:
It was reported that vaccine leaked from an unknown syringe and needle connection during use. No injury or medical intervention.